Event description:
After giving an insulin injection, safety mechanism would not advance, resulting in a needle stick injury.

Manufacturer narrative:
Since the device was not available for evaluation, it is not possible to determine the root cause of the reported condition. A review of records indicated that this is the first reported incident on the reported product lot number.